Event description:
Patient was receiving a tacrolimus infusion. The bag was spiked to administer the medication when the tubing was noted to be leaking. New tubing was received, and the infusion was completed. No harm to the patient.